Event description:
The customer states that the unit does not trigger the nurse call except when it is first turned on. The customer reported that the unit was not in use on a patient. The customer contacted product support and it was determined that the customer has a normally closed cable. Product support provided part number for normally open cable and suggested to customer to try that one. The customer will order correct nurse call cable. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per biomed he was using cable, remote alarm, normally closed (alarm state = open), (15.24 m) (50 ft) p/n 1003741 and this remote alarm cable is not triggering the alarm on the ventilator. Advised biomed to order -cable, remote alarm, normally open (alarm state = closed), (15.24 m) (50 ft) p/n 1003742 ,9898056118. Per biomed he will order the cable as indicated. No further information provided.

Manufacturer narrative:
Per the biomedical engineer they were testing the alarm cables that they had stored in their department. The cables were labeled for the v60. Unfortunately, the cables did not trigger the nurse call system appropriately. The biomedical engineer reported that the cables were not placed on the unit and were not utilized at all. The biomedical engineer reported that the cables for the nurse call systems are currently on back order. No further information provided.